Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -12.00/+4.0/090 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved.